Event description:
It was reported that the patient¿s implantable neurostimulator (ins) wouldn¿t shut off. The patient would attempt to shut their device off but it would ¿click¿ back on by itself. The patient was going to see a manufacturer representative on (B)(6) 2014 for a device check. The patient status was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen in the doctor¿s office on (B)(6) and they had been pressing the wrong button. The on and off buttons were reviewed and the patient was receiving effective therapy at the time of the report.